Event description:
It was reported that during a lap cholecystectomy procedure, the device kept giving error code "handpiece." Case completed by using cautery. No patient consequence.

Manufacturer narrative:
H3. Evaluation summary. The hp054 hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.